Event description:
It was reported that the pump goes into occlusion alarm despite pump stop and program restart. The issue occurred before use on the patient. Product status at the time of the event is sound occlusion, and the product is non-functional.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found that the downstream occlusion (dso) sensor is faulty. The dso sensor was replaced.